Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient came in to the hospital 4 days prior to report and was experiencing nausea, vomiting, and abdominal pain. These symptoms started suddenly 6 days ago. The healthcare provider (hcp) was requesting the device be checked by a manufacturer representative.